Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
The customer reported an unknown noise. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The key market contact was contacted and stated that the customer refused to have their device repaired by philips and would find a third party company to repair their device. Attempts were made to obtain additional information regarding the device, but the key market was unable to acquire more information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.